Manufacturer narrative:
Initial 4 of 5. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient faced infusion set detachment issue as the tubing was detached from connector on (B)(6) 2026. The patient faced the issue with five infusion sets which were then replaced and resumed insulin successfully.